Manufacturer narrative:
This event in occurred in sweden involving a dolomite futura 600 rollator. Invacare is filing this medwatch in an abundance of caution due to the dolomite futura 600 rollator was also sold in the u.s by clarke healthcare. This device was manufactured at invacare rea ab in sweden in 2018. At this time, invacare is unable to determine an underlying cause. The device has not been returned to invacare. Reports and pictures received relate the bracket where the latch is located has fallen off the rollator, there is a crack in the plastic of the mount where it is screwed onto the frame, the latch itself has cracked slightly and is loose in the bracket, the tires are very worn, the right rear tire hovers in the air, and the rear forks are clamped. Initially the end user reported he had visited medical services after the fall for extensive bruising/tenderness over the chest and stomach. Invacare was unable to obtain further information regarding the reported injuries suffered by the end user. The patient later said that the visit was for previous lung problems. It is unclear if the visit was related to the fall. The affected rollator was over four years at the time of the incident and was not serviced while with the patient since (B)(6) 2018. The user manual states that maintenance should be done regularly (at least once a year). The user manual also states: "periodically inspect the castors tightness, wear and damage." The service manual includes the following instruction "check that wheels and forks work properly, are free from defects and are well fixed." However, information was received that no maintenance had been carried out on the affected rollator.

Event description:
The patient has stated that when moving over the bathroom threshold, the latch on the futura rollator came loose, which caused the walker to fold and the patient to fall.